Event description:
Factory analysis of the returned power supply revealed a capacitor failure that resulted in the reported power issue. The noted failure may result in the unit shutting down during normal ventilation operation when ac power is restored. If a failure of the power supply occurs during use and the ventilator shuts down due to a loss of ac power, an audible power fail alarm will activate.

Event description:
The customer reported the ventilator would not power up and the backup battery would not charge. The customer reported they were preparing to perform extended self testing and the device was not in use. The manufacturers field service engineer (fse) confirmed that the ac outlet had power but the ventilator would not power up. The fse replaced the power supply to address the reported problem. Applicable final testing including battery was completed per operating specifications and passed.